Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition improved after seeking emergency medical attention at her local hospital. The customer verified that she currently is not displaying any diabetic symptoms. The customer stated that she checked herself into a local emergency care center and was found to have glucose levels above 600 mg/dl. Customer could not provide me with exact numeric values when referencing her glucose levels. The date of hospitalization is (B)(6) 2016. Customer stated that she was immediately placed on IV including fast acting insulin and tested for ketoacidosis. Customer did not indicate that any new medications or healthcare program were suggested. Customer left the hospital on (B)(6) 2016 once her glucose levels had stabilized to below 200 mg/dl.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi and blood sugar levels above 500.mg/dl. The customer's expected fasting blood glucose test result range is 500 to 550mg/dl. The customer does not feel well and did report any symptoms of feeling dizzy, unsteady hands, vomiting and headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of hi using true result meter and hi using the same meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is 05/07/2016. The meter memory was reviewed for previous test result history: reviewed meter memory: (B)(6).